Event description:
It was reported that the bronchofibervideoscope had channel damage. The issue was found during a therapeutic endobronchial ultrasound (ebus) procedure. The patient was under sedation, there was no report of delay, and the intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.